Manufacturer narrative:
Pneumothorax is a known short-term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy.

Event description:
According to the reporter, during procedure, the physician was able to complete the enb portion of the case, however long after the procedure, patient had pneumothorax. The surgeon inserted a pigtail and it resulted in an extended hospitalization of the patient.